Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive was selected for use. After obtaining transseptal access, faradrive sheath was used to maintain left atrial (la) access. After la access, extensive efforts were made to obtain a voltage map and coronary sinus catheter positioning. Intracardiac echocardiography (ice) imaging was difficult due to the presence of aberrant anatomy and difficulty identifying adjacent structures and critical anatomic landmarks. While manipulating the ice catheter, the physician visualized a significant pericardial effusion which was a new finding from the baseline small effusion, located in left ventricular (lv). The ablation procedure was aborted and a pericardiocentesis was performed and a drain was left in place. The patient was subsequently admitted to the intensive care unit for observation. The patient was hemodynamically stable throughout the procedure, reversed without complication from anesthesia. The patient expected to fully recover and was discharged later. The device is not expected to be returned for analysis (retained). No difficulties noted with transseptal portion of the procedure. There were many attempts to place a cs catheter prior to transseptal access. The physician suspected that the effusion was probably a result of cs catheter manipulation in the right atrium. In the physician opinion, does not seem that tsp device contributed. Act was greater than 330.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive was selected for use. After obtaining transseptal access, faradrive sheath was used to maintain left atrial (la) access. After la access, extensive efforts were made to obtain a voltage map and coronary sinus catheter positioning. Intracardiac echocardiography (ice) imaging was difficult due to the presence of aberrant anatomy and difficulty identifying adjacent structures and critical anatomic landmarks. While manipulating the ice catheter, the physician visualized a significant pericardial effusion which was a new finding from the baseline small effusion, located in left ventricular (lv). The ablation procedure was aborted and a pericardiocentesis was performed and a drain was left in place. The patient was subsequently admitted to the intensive care unit for observation. The patient was hemodynamically stable throughout the procedure, reversed without complication from anesthesia. The patient expected to fully recover and was discharged later. The device is not expected to be returned for analysis (retained). No difficulties noted with transseptal portion of the procedure. There were many attempts to place a cs catheter prior to transseptal access. The physician suspected that the effusion was probably a result of cs catheter manipulation in the right atrium. In the physician opinion, does not seem that tsp device contributed. Act was greater than 330.